Event description:
It was reported that the pump exhibited a clutch failure. No patient injury was reported. The reported issue did not occur during patient use, was discovered during set up.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log (ehl) identified motor rate error. During the functional testing the reported issue was able to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced clutch halves and leadscrew also replaced worm coupling for preventive. Performed preventative maintenance and all functional testing. UDI information was unknown.